Event description:
It was reported that when the nurse attempted to turn on the ventilator and connect it to the pt, a continuous flow was detected coming out of the expiratory circuit side of the ventilator with an audible alarm. No reported harm to the pt. The pt is mainly on the ventilator when sleeping.